Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09154. Related manufacturer report number: 2017865-2020-09155. It was reported that the patient experienced a significant swelling at the device pocket site and the incision site was warm, reddened, an tender to touch. Upon opening the pocket for evacuation of hematoma and exploration of the pocket, cloudy fluid was noted inside and initial lab cultures revealed white blood cells. The system was removed. The patient was in stable condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.